Event description:
The following was reported to davol by the pt's surgeon: it has been alleged that on (B)(6) 2014 the pt underwent a gallbladder removal and during this procedure was noted to have a very small hernia and this was repaired using a ventralex st hernia patch. Postoperatively, the pt began to experience an allergic type response with a systemic rash and generalized itching. The pt has been rated with "massive" doses of steroids which help with the symptoms but they return as soon as the medication wears off. Per surgeon it is unclear if the ventralex st is the cause of the rash at this time. At this time there has been no surgical intervention. However, as they may result in further intervention and MDR is filed to document this event.

Manufacturer narrative:
Based on the currently available info we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. This MDR includes all pt, event, and device info davol has received to date if additional ino is obtained, a follow up MDR will be submitted.